Event description:
Customer reported a malfunction code on the insulin pump. There was no reported impact to blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections to ensure insulin delivery was not interrupted. Additionally, the customer was advised on how to store and return the problematic pump using a prepaid label, which was confirmed and acknowledged.